Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with neurological dysfunction on (B)(6) 2021 until (B)(6) 2021. The patient experienced and intracranial bleed in the right hemisphere. A computed tomography was performed and showed a brain stroke. The patient experienced left side muscle weakness. The patient underwent surgery and was administered anticonvulsant drugs. The incident was thought to be device related as the patient had a rupture of an infectious cerebral aneurysm due to bacteremia arising from an outflow graft infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. It was later communicated that the hospital was contacted but would not provide additional information regarding the event. The patient remains ongoing on heartmate ii lvas, serial number vad-19518, and no further related events have been reported at this time. The relevant sections of the device history records for vad-19518 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B and the heartmate ii patient handbook, rev. D are currently available. The IFU lists infection (local, driveline or pump pocket infection), stroke, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists infection as a potential late postimplant complication. The IFU outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. Furthermore, several sections of the heartmate ii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.